Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00331.

Event description:
An olympus representative reported that the single use distal cover of the evis exera iii doudenovideoscope fell into the patient and had to be removed with an additional unspecified surgery. The complainant was a participant in a usability study utilizing a consultant. The study consultant will be reaching out to the participant to get additional information, but olympus will be unable to talk to the participant directly. The consultant later provided additional information received from the participant. The participant was reportedly doing an endoscopic retrograde cholangiopancreatography (ercp) on the patient with an existing unknown plastic common bile duct stent. A snare was used to remove the stent and as the physician was pulling out the stent, it broke in two. The first part of the stent was removed through the instrument channel, but the bigger part was stuck on the tip of the scope. Thus, the scope was removed, and the remaining stent was pulled out from the scope. The procedure was then completed. The participant noted that it was possible that the stent degraded after being in the patient after some time and created a break point in the stent, causing it to snap. There were no further details given about the how the distal cover fell into the patient, where and when it fell, and when it was removed. Additional information was requested to clarify the incident, but no further information was provided at this time. The medwatch with patient identifier (B)(6) captures the evis exera iii doudenovideoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The actual lot of the product is unknown, but as the date of occurrence is september 2023, it is likely that a redesigned product was used. Therefore, we determined that the complaint was due to a design changed product and conducted an investigation. -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the detachment of the distal cover that occurred at the facility was caused by the following handling by the user. -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: -see attachment procedure and warning column in 9.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to "unknown" as the lot number is unknown at this time. The UDI is either (B)(4) or (B)(4)depending on the lot number used.